Manufacturer narrative:
The device is available for evaluation, however, has not yet been received.

Event description:
The event occurred on an unspecified date and involved a plum 360¿ infuser where it was reported that the pump was going a lot faster than what it was programmed. When the issue was noted, the nurse reset the pump. The nurse came back again, and the drug was infused completely (emptied out). The event occurred in their emergency department. The medication involved was insulin. It was further reported that the pump was replaced right after the event occurred. There was patient involvement and unknown human harm reported.

Manufacturer narrative:
The device was not returned to the service hub; therefore, visual inspection and functional testing was not performed. A review of the event history / alarm logs could not be performed; therefore, the reported complaint could not be replicated or confirmed.